Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment in between 2017-2020, on (B)(6) 2017 and on (B)(6) 2018 to the upper right and left abdomen area using the cool advantage plus and on (B)(6) 2018 to the lower left and right abdomen and flanks area using the cool core and advantage plus applicators and may have developed paradoxical hyperplasia (pah/ph) to the upper abdomen.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.